Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported optioning for a hardware upgrade for this device through our sales group. At this time, vyaire medical does not expect any device/component return for an evaluation. In the event that the device/component is received for evaluation, a follow-up report will be submitted.

Event description:
The customer reported an intermittent blank touchscreen display on this ventilator device. The customer stated no known reported patient involvement with this event.

Manufacturer narrative:
The vyaire failure analysis (fa) laboratory received the suspect user interface module (uim) component for investigation. The fa performed a visual inspection of the internal components of the uim, which found no anomalies. They also performed multiple power on cycles on the suspect uim. At this time, the fa was not able to duplicate the reported issue therefore, no component failure can be determined. This issue will be internally investigated within vyaire medical.